Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently displayed "defib disabled", "pace disabled" and "defib fault 72" messages. There was no pt involvement during the reported malfunction.